Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that during power up and testing the device exhibited system fault alarm error code 50. The investigation determined that a missing e-clip causing the leadscrew to malfunction was the cause of the reported issue. A new e-clip was installed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump exhibited "system fault' during testing. No adverse patient effects were reported.